Event description:
It was reported the stent deployed prematurely during stent assisted aneurysm coiling procedure. The physician placed another stent to cover the target lesion. The procedure was completed. There were no reported clinical consequences to the pt and the pt was reportedly in a stable condition.